Event description:
It was reported that boston scientific technical services (ts) was contacted about an issue in which the device had been disabled prior to a surgery and reactivated several days later. The caller noted a magnet was also used. It appeared the device was not re-enabled following the surgery. Ts informed that the device cannot disable itself automatically. The device and leads remain in service. No adverse patient effects were reported.